Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their recharger part was replaced, and in may/june they tried recharging periodically, but by july everything went haywire and they couldn't connect the recharger or the programmer anymore. The patient reported they think the ins came out of the pocket. Consumer reported they went to the doctor the day of the report and they did an x-ray. Patient reported they have "had so many problems since implant." No further complications reported/anticipated.